Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced cannula breakage during use.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8079073. Our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted by your facility had suffered from a break in the notch of the device's cannula. Our quality engineers measured the notch depth on all available retention samples, however the measurements for all devices were found to be within specification. Unfortunately based on these findings, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced cannula breakage during use.